Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 2 syringes of juvéderm® vollure¿ xc in the lower face/cheeks. Approximately two months later, patient experienced swelling, firmness, pinpoint bruises. Patient was treated with medrol dose pak 4x, doxycycline, 3x with hylenex injections and rocephin. Event is ongoing at this time.